Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, but the issue recurred, leading to the decision to replace the pump. The pump was confirmed to be under warranty, and the customer planned to use multiple daily injections (mdi) as a backup therapy.